Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out of range shock impedance measurements greater than 125 ohms. The cause was not determined. No additional adverse patient effects were reported.